Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor. It was reported that the ¿unit¿ was removed due to infection. No other information was reported. Additional information has been requested regarding the event date, associated symptoms, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.